Manufacturer narrative:
Additional information was received on (B)(6) 2015 the devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2008 and revised on (B)(6) 2012 due to pain, loosening and osteolysis. No x-rays were received for evaluation. Surgical report: the revision notes of the hip states that patient was revised due to pain and osteolysis. The durom cup could be removed without effort / bone loss. Review of surgical report did not lead to new information regarding the reported event. Visual examination: during the visual examination the durom acetabular component presented moderate light and dark third body material on the porous coating, dark third body material collection in the scallops and circumferential fins. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 58/52 r on the right side on (B)(6) 2008. On (B)(6) 2012, the pt underwent revision surgery due to pain, loosening and osteolysis.

Manufacturer narrative:
The MFR did not receive devices or x-rays. Other source documents (surgical reports) were provided for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should add'l info become available and / or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).